Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left upper limb artificial vessel arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon was found to be ruptured upon second inflation at 22-24 atmospheres. The balloon was pulled out and was found that the tip of the balloon was burst. The procedure was completed with a different device. No complications were reported, and the patient was stable.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A partial balloon circumferential tear was identified located approximately 1mm distal of the distal balloon markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left upper limb artificial vessel arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon was found to be ruptured upon second inflation at 22-24 atmospheres. The balloon was pulled out and was found that the tip of the balloon was burst. The procedure was completed with a different device. No complications were reported, and the patient was stable.